Event description:
It was reported that the patient presented to the emergency. Upon review, the right ventricle lead exhibited failure to capture, far p over-sensing causing pacing inhibition, and chest x-ray showed that the lead had dislodged. The right ventricle lead was repositioned on (B)(6) 2022. No patient consequences. The right ventricle lead then exhibited short pauses and programming changes were made to cover any over-sensing. On (B)(6) 2022, patient presented in-clinic and upon review, the right ventricle lead exhibited high capture threshold and occasional extra cardiac stimulation. On (B)(6) 2022, the right ventricle lead was attempted to be repositioned, micro perforation was noted and the lead helix exhibited failure to extend. The right ventricle lead was explanted and replaced on (B)(6) 2022. No patient consequences.